Event description:
The pt reportedly experienced a decrease in performance. The pt was seen by a company pre for device evaluation. A decision was made to explant the pt's device. Surgery to explant the pt's device has been scheduled.